Event description:
It was reported that this lead was capped approx. 73 months after the implantation due to shock impedance measurements out of range (greater than 150 ohms). The shock impedance was elevated for few last months. The extraction of the whole lead was not feasible, only the lead connector was cut off and a new lead implanted. No patient adverse side effects were reported.

Manufacturer narrative:
This lead was explanted on (B)(6) 2020.

Manufacturer narrative:
This lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.